Event description:
Non-delivery reported: the pt was receiving hydration fluid at 80.0ml/hr. According to the customer contact; the pt reported that when they went to change the container, the bag was partially full despite the display indicating that the fluid had been delivered. There was no incident report generated. There was no reported pt harm. The physician was not notified. The pump was replaced and therapy has continued without further reported event. Though requested, there was no add'l info available.